Event description:
It was reported via a trial that the patient presented emergently 12 months post index stenting procedure with exertional type symptoms of substernal chest pain and shortness of breath, and ischemia lasting greater than 10 minutes. The index procedure 13 july 2010 had a 3.5 mm x 23 mm promus stent placed in the 100% stenosed, de novo, thrombus-containing right coronary (rca) artery, and 16 august 2010, a 3.5 mm x 28 mm, and a 3.5 mm x 12 mm promus stents placed in the 30 mm length, de novo mid left anterior descending (lad) artery. On 7 july 2011 a 3.5 mm x 15 mm promus was deployed at 14 atmosphere (atm) as treatment in the 3.5 mm x 23 mm promus stent in the mid rca. In the junction area between the new and the old rca stents an inflation was done to 17 atm. Angiography showed patent stents extending from the proximal lad into the mid vessel. In the junction area between the proximal and distal stent, there is an eccentric 25% stenosis seen. Near the proximal edge of the old right coronary artery stent there is an eccentric 99% stenosis. Some degree of plaque is seen extending into the proximal portion of the old stent. The proximal and mid lad stents remain patent. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, ischemia, and restenosis are known adverse patient events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used in a lesion containing thrombus. It should be noted the IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with unresolved vessel thrombus at the lesion site. It does not appear that the incorrect use of the device contributed to the patient effects. The other two promus stents are each being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.